Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Five months post-operation, a single leaflet device attachment (slda) was detected during screening for transcatheter valve replacement. Patient had massive functional tricuspid regurgitation (tr) with dense chords not affecting the grasping area. Post implantation of the device in a-s position (a: anterior, s: septal) in 2-8 orientation, tr decreased to mild. No anatomy/procedural complications or device issues during or post implantation were reported. After the slda, tr became severe. During transcatheter tricuspid valve replacement screening, tr was noted to be massive. Transcatheter tricuspid valve replacement will take place in a month's time.

Event description:
As per new information received, reintervention with transcatheter tricuspid valve took place six months after the index procedure. The procedure went very well with a very good result and a tr reduction from tr grade 5 (torrential) to tr grade 0 (trace) and the patient is in a stable condition.

Manufacturer narrative:
Information updated/added to sections: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions) h11: additional manufacturer narrative: the complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence for the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information does not suggest any contributing factor that may have led to the event. Per the information provided, an slda in the a-s positioned device was detected 5 months after the pascal procedure. No anatomical or procedural complications were reported during the procedure. A tethering was present at the septal leaflet and dense chords were present not affecting the grasping area, however these conditions were not reported to be a complication during the procedure. Therefore, a likely root cause is unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.